Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing due to noise. The lead also exhibited an insulation anomaly. The lead was explanted and replaced. The patient was doing well post surgery.